Event description:
It was reported that a pt underwent a sling procedure in 2008. During the procedure, when attempting to remove the inserter, the wire pulled all the way out and the finger pad detached from the inserter. The procedure was successfully completed with a second device with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 05/02/2008. Finger pad falls off - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.